Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." The device was not returned.

Event description:
It was reported that some of the patient's foley catheters kept getting plugged up. Additional information was later received that the device was in about 10 hours before the catheter began to clog. The patient indicated that the catheter was being clogged by sediment from the urine. The patient had an upcoming appointment with his doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that some of the patient's foley catheters kept getting plugged up. Additional information was later received that the device was in about 10 hours before the catheter began to clog. The patient indicated that the catheter was being clogged by sediment from the urine. The patient had an upcoming appointment with his doctor.